Event description:
It was reported that bd¿ insulin syringe has scale marking issues. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown it was reported the lines are slanted. We had a patient¿s mother come in today (cc¿d) with bd syringes 3/10ml, 15/64¿, 31g that appeared to have lines that were potentially slanted? She showed us the syringes, and it does appear to be concerning. I gave her a few packages, just in case the entire box she received was affected.

Manufacturer narrative:
Investigation summary: customer returned (9) 3/10cc, 6mm, 31g syringes with an open poly bag from lot # 8239953. Customer states that the lines are slanted. All returned syringes were tested using the plug gauge and all scale marking placements fell within specifications. A review of the device history record was completed for batch # 8239953 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that bd¿ insulin syringe has scale marking issues. The following information was provided by the initial reporter: material no. Unknown batch no. Unknown it was reported the lines are slanted. We had a patient¿s mother come in today (cc¿d) with bd syringes 3/10ml, 15/64¿, 31g that appeared to have lines that were potentially slanted? She showed us the syringes, and it does appear to be concerning. I gave her a few packages, just in case the entire box she received was affected.

Manufacturer narrative:
Investigation summary: customer provided (8) photos of bd syringes from lot 8239953. It was reported that the syringes appeared to have lines that were potentially slanted. After review of all 8 photos provided by the customer, it was determined that the alleged scale issue could not be confirmed without first performing tests (regarding scale alignment or volumetric accuracy) on the affected samples. A review of the device history record was completed for batch # 8239953 all inspections were performed per the applicable operations qc specifications. There was one (1) notification [(B)(4)] noted that did not pertain to the complaint. Based on the samples and/or photo(s) received the investigation concluded: -unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no CAPA is required at this time.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ insulin syringe has scale marking issues. The following information was provided by the initial reporter: material no. Unknown, batch no. Unknown. It was reported the lines are slanted. We had a patient¿s mother come in today (cc¿d) with bd syringes 3/10ml, 15/64¿, 31g that appeared to have lines that were potentially slanted? She showed us the syringes, and it does appear to be concerning. I gave her a few packages, just in case the entire box she received was affected.